Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the original incident description was misreported and incorrect. The correct incident description states that the surgeon connected a reinforced reload to a powered handle and fired the device. When the surgeon opened the jaws of the reload, the reinforcement material was caught inside the jaws. The sheet was carefully detached and the reload was removed from tissue without any known consequence to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload was fully fired with the interlock engaged. The anvil clamping mechanism was deformed. Functionally, the reload was loaded into a pmv representative instrument powered handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, and articulated properly without difficulty. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The interlock was overridden and the reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned reload as received by medtronic was found to not meet specifications and the reported condition was not confirmed. During investigation, secondary conditions of excessive firing force and thick tissue were found. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a wedge resection, the jaws of the reload attached to a powered handle did not open. No other adverse events were reported.